Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated when he had completed pd treatment using the cycler and was disconnecting he noticed the cassette must have ripped, and noted there was liquid all over the cassette and the inside of the pump. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the sample had been discarded and was no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lot has been sold and distributed. Batch records for the lot identified was reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated when he had completed pd treatment using the cycler and was disconnecting he noticed the cassette must have ripped, and noted there was liquid all over the cassette and the inside of the pump. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the sample had been discarded and was no longer available for evaluation.